Event description:
It was reported that the patient experienced heart palpitations when running a combination program of paresthesia and contour. The patient underwent an implantable pulse generator (ipg) replacement procedure, and a lead was added as well. The explanted device will not be returned per hospital policy and patient was doing well postoperatively.